Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, lines were observed on the display. The lines are fixed in its location and do not change during landscape or horizontal orientation. The values, error messages, and text are not obscured. The lcd was replaced and the unit functioned as designed.

Event description:
It was reported that there are lines on the display that do not go away. No known impact or consequence to patient.